Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using an ilet system with a 23-inch teflon 6 mm inset infusion set, the user¿s insulin cartridge ran out while away from home, the user ate without insulin delivery, and blood glucose rose to 297 mg/dl; the user then completed a cartridge and infusion set change with guidance, after which insulin delivery resumed and the user anticipated stabilization. Symptoms included hyperglycemia with alerts for prolonged elevated glucose. Outcomes included no medical intervention, no ketone testing, no backup therapy other than completing the cartridge change, and no immediate health effects. Investigation included troubleshooting and education with the user. Investigation of this case revealed that insulin delivery had been interrupted due to an empty cartridge, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error due to patient running out of insulin and not announcing meals.